Event description:
Novasure device ref #ns2000us, lot # 19l25rg, exp date 06/25/2021 was not calibrating when attempting to perform novasure endometrial ablation. Additional novasure product was obtained and was used with same machine. Defective device was given to operating room manager. FDA safety report ID# (B)(4).